Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the patient was having trouble setting up the infusion set. The patient's blood glucose was 295 mg/dl when she woke up and then increased to 410 mg/dl that same morning. The patient treated via manual insulin injection. The customer was offered a live video demonstration but she declined. When the patient removed the connector, insulin dropped out of the portion of the set that was connected to her body. The customer mentioned that the set may not have been fully attached and that insulin was accumulating in the gap. The insulin pump was not returned for analysis.